Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: the cuff was two sizes larger in diameter than the main body. Cautionary product use conditions that might have contributed to this event included: dual angled aorta and tortuous right iliac artery; infrarenal and bilateral iliac dissections; and, the presence of chronic renal failure, which might have delayed an endoleak diagnosis. Patient factors that might have contributed to this event included the use of antiplatelet therapy (increased risk for bleeding complications), and current use of tobacco products, which might have accelerated the disease process. There was an increase in the diameters of both iliac arteries at 15 months post implant. Fifteen months post implant an ultrasound denoted an interval sac growth, but no endoleak was mentioned. Twenty months post implant, the patient complained of abdominal pain associated with nausea and vomiting. A non-contrast CT scan revealed a marked sac growth (stranding). Four days later, a contrasted CT contained evidence to support: bilateral type ib endoleak; stent migration of the bifurcated stent out of the left iliac artery; type iiib endoleak due to the hyper-dilated state of the bifurcated stent. The secondary procedure was confirmed; a non endologix stent was deployed which successfully mitigated the endoleak; this finding was not well demonstrated on the imaging study (non - contrast/non dynamic). The patient was discharged to a skilled nursing facility on the forth post-operative day due to the preexisting orthostatic hypotension; antiplatelet therapy was prescribed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information. Several cautionary product use conditions that might have contributed to this event included: dual angled aorta and tortuous right iliac artery; infrarenal and bilateral iliac dissections; and, the presence of chronic renal failure, which might have delayed an endoleak diagnosis. Patient factors that might have contributed to this event included the use of antiplatelet therapy (increased risk for bleeding complications), and current use of tobacco products, which might have accelerated the disease process. There was an increase in the diameters of both iliac arteries at 15 months post implant.

Event description:
It was reported that approximately 21 months post implant of a bifurcated device, suprarenal aortic extension and a infrarenal aortic extension, an endoleak was identified. Reportedly, the patient presented with symptoms and the computed tomography revealed there was an endoleak arising from both common iliacs. The physician had thought the main body had migrated proximal pulling the limbs out of the common iliac arteries. Therefore, he elected to reline the entire graft with a gore excluder. (B)(6) 2015. The patient is in stable condition.